Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on (B)(6) 2024, there was no patient involvement and no impact, found during maintenance. Per follow up information received via email on 07mar2024, device would be sent to task management for repair. The issue was not resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. Device is not cooling. Replaced chiller pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, and chiller pump needs replacement. Per review of wo on 07mar2024, there was no patient involvement and no impact, found during maintenance. Per follow up information received via email on 07mar2024, device would be sent to task management for repair. The issue was not resolved yet. Per sample evaluation results received via task on 15may2024, control panel started up with an error code.